Event description:
Boston scientific received information that right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements greater than 125 ohms during a revision procedure addressing a non-related issue. Upon reconnecting this lead to the generator, oor shock impedances were observed. Troubleshooting was performed revealing that there was likely a conductor issue and it was believed that the distal portion of the lead was damaged between the yoke and proximal pin connection causing the oor impedances. Additional information obtained form the field representative that the rv lead was tested through the psa on pace sense portion. The rv lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.